Event description:
Patient had no problems pre dialysis. Temp. 97.5 pulse 80 blood pressure 160/100. Two hrs into treatment pt complained of chills, blood pressure 130/80, temp. 98.5 and increased to 99.6 with in five minutes. At 2.5 hr patient chills continued and patient requested to home dialysis terminated. Tylenol was given for temperature 101.5 and blood cultures were drawn. Temp. Increased to 103.4 maximum. Pt was kept in the dialysis unit and given additional tylenol. Upon discharge from unit temp. Was 99.6 and patient was sent home. Bp 120/70.